Manufacturer narrative:
(B)(6). Correction of parts replaced from oil mist filter to oil return valve. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue, system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis of the haze/mist/vapor issue was reviewed from march 2017 to september 2017 and not significant trend was observed. The catalytic decomp filter and oil return valve were not returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the catalytic decomp filter and the oil return valve. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomposition filter and oil mist filter were replaced to resolve the reported "smoke" issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Reference asp complaint # (B)(4).

Event description:
A customer reported an event of a "smoke" emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.